Event description:
It was reported by the customer that a pyxis anesthesia es system went frozen during an emergency situation. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the active directory servers were not working properly. A technical support specialist checked the logs and resolved the issue by disabling the netbios settings on the station due to errors in the log. The system functioned as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information; b3, b5, d1, d5, d9, e2, e3, g6, h2, h4, and h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that active directory servers were not working properly. A technical support specialist checked the logs and resolved the issue by disabling the netbios settings. The system functioned as intended after troubleshooted by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system went frozen during an emergency situation. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.